Event description:
This case was reported by a consumer and described the occurrence of chest oppression in a (B)(6) female pt who received double salt denture cleanser (polident) over a period of 1 days for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included ill defined disorder ('peculiar diseases of old age'). Concurrent medications included unk drugs for the unspecified condition. On (B)(6) 2012, the pt started double salt denture cleanser (unknown), unknown dosing. The dentures were soaked overnight in double salt denture cleanser solution. The next day, on (B)(6) 2012, the pt experienced chest oppression, shortness of breath and sputum in throat. The pt reported that he had not taken any other drugs at that time. The reporter considered that the events were clinically significant/required intervention and the pt was sent to hospital for emergency care. Treatment with double salt denture cleanser was discontinued. At the time of reported, the outcome of the events was unknown.

Manufacturer narrative:
The manufacturer's report number for this case is 1020379-2012-00009. Polident is manufactured in (B)(4). The lot number was reported, but the product was not available. (B)(4).